Event description:
The account alleged that some of the function were "moving on their own".

Manufacturer narrative:
Hill-rom technician found that there was fluid ingress on the left umc board. He did not know where the fluid had came from. He replaced left umc board and the bed function to design specifications.